Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. " the primary alarm is not working the secondary alarm is functional. The tech noticed the alarm not sounding after doing maintenance on the vent and checking everything. His speaker ohms out of 6.4 ohms and there seems to be on voltage to ti during alarm." The following add'l info was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "It is unk if there was a problem with the alarm before coming down to the biomed shop. It was not reported by the resp staff as not having a primary alarm. The reason it was in the biomed shop was this gde was changed out in (B)(6) and the unit was missing the ncpap/imv/vg function so it was given to biomed to get the modality re-installed. This is when the issue was discovered by [biomed, name removed]."

Manufacturer narrative:
(B)(4). The following info concerning the eval of the device by the user facility is a summary of the info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility biomed rep. The user facility biomed rep evaluated the device and determined that the most likely contributing factor in the reported event was the gas delivery engine (gde). On (B)(4) 2014, a replacement gas delivery engine (gde) was sent to the user facility for their biomed to replace and return this device to an in use condition. Since the reported event was identified after maintenance performed by the user facility biomed, it is unk at this time if the event was inadvertently induced by the user facility biomed or caused by a gas delivery engine (gde) malfunction. The alleged faulty gas delivery engine (gde) was received by carefusion on (B)(4) 2014, routed to the carefusion failure analysis lab and staged for eval. Once the eval is complete, a follow up medwacth report will be submitted.